Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "system error 105 - pic motor error" messages was reproduced. A review of the event history log revealed 'system error 105 - pic motor error' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was a failed motor. The motor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 105 - pic motor error. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.